Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic lung resection, the surgeon was able to press the device¿s green button and the handle cannot be squeezed. A new device was used to complete the case. There was no patient injury.